Event description:
The device and lead were explanted due to infection. Hematoma evacuation and incision dehisce were observed.

Manufacturer narrative:
Review of quality records. Device evaluation anticipated, but not yet begun.